Event description:
Libre 3 defective reader. Reader was giving low glucose reading. It showed really low levels. I stopped insulin injection and glucose pills to bring it up and after it would not go back up. I took a glucometer test and my glucose reading was over 450, the reader still was reading low which is under 40. Could of died had I not did a glucometer test.